Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field rep was able to replicate the reported event. A corrupted detector offset calibration file was found which caused the problem. Replacement of the software's imagers directory resolved the issue. No further issues were reported. No parts needed to be replaced or returned. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system's 2d and 3d image quality was grainy and noisy. There was no patient present when this issue was identified.